Event description:
On (B)(4) 2013 it was reported that the patient was scheduled for a generator repositioning on (B)(6) 2013.

Event description:
On (B)(6) 2013 it was reported that the vns patient was having surgery due to migration and pain of the generator. The physician's office stated that they believe the generator migration is causing the discomfort due to the generator¿s position. The patient was referred to have surgery to move the generator back to the generator pocket to relieve discomfort. No patient manipulation or trauma occurred that is believed to have caused or contributed to the migration and a non-absorbable suture had been used to secure the generator to the fascia during implant. Attempts for the patient's generator product information were made to the implanting hospital but no information has been received to date.

Event description:
On (B)(6) 2013 it was reported that the vns patient did not undergo repositioning surgery yet. Although surgery is likely, it has not occurred to date.

Event description:
Further information was received that the patient may have had a repositioning surgery in 2013. The generator model number was also provided. No further relevant information has been obtained to date.